Event description:
The endorings device is intended to be attached to the distal end of the endoscope to facilitate endoscopic therapy, to be used for the following: keeping the suitable depth of endoscope field of view. Us endoscopy received a report regarding a colonoscopy procedure in which the endorings device became detached from the endoscope during a procedure. When withdrawing the endoscope from the patient the endorings became detached at the rectum. The device was removed from the patient digitally. There was no reported harm to the patient. The manufacturer of this device has been informed of this event. If any additional information becomes available this report may be updated.